Event description:
A wayne pneumothorax tray was used to place a "pigtail" chest tube. The obturator was inadvertently retained. It has been noted the obturator that is supposed to be removed is the same color at the chest tube catheter and the distal end of the obturator has a luer lock. The luer lock allows the device to connect to extension sets. It has been recommended to the vender to improve the product design in a way that would assist the proceduralist in remembering to remove the obturator by changing the obturator to a contrasting color and removing the luer lock from the distal end of the obturator as to not allow for connection to an extension set. These improvements might improve the safety of the device and prevent an object from being retained.